Event description:
Information was received that a smiths medical medfusion syringe pump had check syringe plunger error. No adverse effects reported.

Manufacturer narrative:
Device evaluation: returned device was received with the right plunger case is cracked. Case bottom cracked on front right corner. Evidence of reported problem in event log was found. During the evaluation of the device the problem only happened when the plunger was tight against the pump and the ear clip would hold one flipper up a little to get the message. The customer reported condition was confirmed. Problem source is traced to design. The cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken.